Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H2: device evaluated. H6: the quality investigation is complete.

Event description:
No new information.

Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported.

Event description:
It was reported by the customer, that during preparation, prior to a surgical procedure, the bur broke. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.